Manufacturer narrative:
It was reported that the robot went in automatic movement toward the trajectory, but once it got to the automatic axial movement, it didn't move in axially toward the target. On the screen, the yellow line/tube did not appear. Event summary, device history record review and complaint history review did not identify contributing factors. The technical investigation confirmed that the workflow performed by the user led to the design defect br-120. Whereas the cannula holder was installed, the device still considered the distance sensor as the installed tool. Therefore, the arm strange behavior noticed by the user is a consequence of this design defect. This design defect is currently being escalated as part of field action 3009185973-08-28-2019-001-c. (B)(4).

Event description:
When driving to the first trajectory using the instrument holder in guidance mode, the robot went in automatic movement toward the trajectory, but once it got to the automatic axial movement, it didn't move in axially toward the target. On the screen, the yellow line/tube did not appear, nor was the company field service engineer (fse) able to acquire a distance to target. Robot then proceeded to drive the robot to the home position and retry driving to the trajectory. This did not work. The fse then shut down the robot completely and turned it back on. Once the robot was rebooted, everything worked and the case was completed with no issues. There was no patient injury or chance of injury. Additionally, this was less than a 10 minute delay in the procedure.